Event description:
The complaint is reported as: customer indicated one of the slide clamps split the external lumen of the catheter. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen PICC for evaluation. The catheter contained obvious signs of use in the form of biological material. Visual examination revealed a portion of the distal lumen was separated. The edges of separation appeared smooth and clean, which is damage consistent with the lumen coming into contact with a sharp object (scalpel, scissors, etc.). The catheter body also appeared to be intentionally trimmed. The total length of the catheter measured to be 18" which indicates at least 4.75" was trimmed and not returned per product drawing. The separated portion of the distal lumen measured to be 0.5". The outer diameter of the distal lumen measured to be 0.094" which is within specifications of 0.093-0.097" per product drawing. The inner diameter of the distal lumen measured to be 0.057" which is within specifications of 0.055-0.059" per product drawing. This indicates that the wall thickness measured within specifications. The proximal lumen was flushed using a water-filled lab inventory syringe. No leaks or blockages were detected. The returned slide clamp was able to occlude the distal lumen with no damage observed on the lumen. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a separated lumen was confirmed by complaint investigation of the returned sample. A portion of the distal lumen was separated. The edges of separation appeared smooth and clean, which is damage consistent with the lumen coming into contact with a sharp object (scalpel, scissors, etc.). The sample passed all relevant dimensional testing and a device history record review was performed based on sales history with no relevant findings. Based on the condition of the sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: customer indicated one of the slide clamps split the external lumen of the catheter. No patient injury or complication reported. The patient's condition is reported as fine.